Event description:
A 5 mm diameter x 18 mm length racer stent delivery system was inserted into a pt for the treatment of a stenosed right renal artery lesion. The lesion was pre-dilated with a 5.0 x 20 mm balloon. Vessel morphology was reported that the stent was successfully deployed at the intended lesion site. After the stent was deployed it was reported that the physician used the racer balloon to post dilate and upon inflating the balloon to 12 atm the balloon burst. The label indicates that the rate of burst pressure is 12 atms. It was reported that the proximal portion of the balloon travelled to the mid-sfa. The following day the physician brought the pt back in for add'l procedures..the physician implanted a stent at the location where the reported portion of the balloon settled after separating from the stent delivery system, to entrap the balloon piece between the stent and the artery wall. No add'l sequelae were reported and the pt is reported to be fine. Medtronic vascular received the stent delivery system and evaluation is pending.